Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the ultra 360 patient positioning system (a2009) tolerances are off and slipping. The facility has not reported if there was patient involvement, injury or surgical delay relative to this event.

Event description:
N/a.

Manufacturer narrative:
The ultra 360 patient positioning system (a2009) was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The lower handle lower assembly was replaced due to it having slippage. An extra 41a1636 upper handle assembly was sent in with the unit. No maintenance will be performed on the extra upper handle assembly. The unit was shipped without the standard adaptor or the tri-star adaptor. General cleaning and maintenance performed and all worn components were replaced. Root cause - complaint confirmed via inspection of the unit. The lower handle lower assembly was slipping and was replaced. Probable root cause includes improper adjustment or improper handling. No adverse trends were identified. This will be monitored and trended going forward.